Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (B)(6), 2013 resulting in fixture loss. The patient was reimplanted with a new device (B)(6), 2013.